Event description:
It was reported that during a laparoscopic cholecystectomy, the ligaclip applicator has left the clip cross linked over the vessel. The clips were scissor like. The patient was operated again for a cystic duct leak and "choleperitoneus." The patient remains in the hospital.